Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The rv lead was capped and replaced due to noise and a suspected insulation issue. During revision, no damage was noted to the lead.